Manufacturer narrative:
Pump received with intermittent button response due to moisture damage keypad traces. Pump unable to prime during prime/a33 test due to faulty fsr (gold). Unable perform the occlusion test due to prime anomaly. Pump received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was not responding properly. The customer also reported that she had recently been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 92 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.